Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the totalcare bariatric bed. The baxter technician thoroughly inspected the totalcare bariatric bed and was unable to duplicate the reported issue. The totalcare bariatric bed functioned as designed. However, if the reported event of head not going up were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable. Per the baxter service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the head section slide pivots, self-lubricating bearing, and slider pivot extrusions. Look for damage and make sure the head section operates correctly. Replace components as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed on apr 8, 2026. It is unknown if the facility performed any other preventative maintenance on this bed.

Event description:
Baxter received a report that tc bariatric plus w/ air had head of the bed will not move up. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.